Event description:
(B)(4). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns (B)(6) female patient who received treatment with synvisc one and on the same day, had unbelievable pain/pain was back and later after unknown latency could not walk without crutches or cane. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 1 df into the right knee for right knee arthritis (batch/lot number: 7rsl021; expiry date: unknown). The same day, the patient complained of unbelievable pain and wanted to know how long it would last. It was reported that the patient had immediate relief for 6 hours after getting the synvisc-one injection, but by 8 pm ((B)(6) 2017), the pain was back and more severe than before getting the injection. He was told to rest, ice and elevate and take anti-inflammatory drugs. It was reported that the patient used ice, ibuprofen (motrin), naproxen sodium (aleve) and tramadol hydrochloride (tramadol) to assist him in getting to sleep. On (B)(6) 2017, the patient settled down more and was more active. The patient seemed better. On an unknown date in 2017, the patient still could not walk without crutches or cane. The patient was told him to come in to clinic. The knee arthritis was severe. The patient was told to modify activities and continue with a cane. It was reported that the patient was told to rest, ice and elevate and take anti-inflammatory drugs. The doctor also talked to the patient about total joint surgery. Corrective treatment: not reported for could not walk without crutches or cane; rest, ice and elevate, antiinflammatory drugs, ibuprofen (motrin), naproxen sodium (aleve), tramadol hydrochloride (tramadol) for unbelievable pain/pain was back outcome: not recovered for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented pharmacovigilance comment: sanofi company comment dated 08-jan-2017: this case concerns a female patient who received synvisc one injection from the recalled lot for right knee arthritis and later had unbelievable pain in her knee, more severe before getting injection and could not walk without crutches or cane. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: 2017sa252652, 2018sa005201, 2018sa005207, 2018sa005209, 2018sa005210, 2018sa005230, 2018sa005216, 2018sa005215, 2018sa005229, 2018sa005231, 2018sa005245, 2018sa005246, 2018sa005247 and 2018sa005253 (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns 70 years old female patient who received treatment with synvisc one and on the same day, had unbelievable pain/pain was back and later after unknown latency could not walk without crutches or cane. Also device malfunction was identified for the reported lot number. No past drug or concurrent condition was provided. Concomitant medications included: amlodipine, doxazosin mesilate (doxazosin), gabapentin, hydroxychloroquine sulfate (hydroxychloroquine), metformin hydrochloride (metformin), methotrexate, omeprazole, tramadol hydrochloride (tramadol), zolpidem tartrate (zolpidem). Medical history included: hypercholesterolemia on 09-nov-2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 1 df into the right knee for right knee arthritis (batch/lot number: 7rsl021, 7rsl019; expiry date: unknown, 01-may-2020 respectively). The same day, the patient complained of unbelievable pain and wanted to know how long it would last. It was reported that the patient had immediate relief for 6 hours after getting the synvisc-one injection, but by 8 pm (09-nov-2017), the pain was back and more severe than before getting the injection. He was told to rest, ice and elevate and take antiinflammatory drugs. On 10-nov-2017 patient had increased pain and was advised to elevate and ice the area. It was reported that the patient used ice, ibuprofen (motrin), naproxen sodium (aleve) and tramadol hydrochloride (tramadol) to assist him in getting to sleep. On 13-nov-2017, the patient was unresponsive to medicines and had swelling, difficulty sleeping. On 27-nov-2017 patient had stiffness in right leg. The patient seemed better. On the same patient said the pain was severe. On an unknown date in 2017, the patient still could not walk without crutches or cane. The patient was told him to come in to clinic. The knee arthritis was severe. The patient was told to modify activities and continue with a cane. It was reported that the patient was told to rest, ice and elevate and take anti-inflammatory drugs. The doctor also talked to the patient about total joint surgery. Corrective treatment: cane, crutches for could not walk without crutches or cane; rest, ice and elevate, antiinflammatory drugs, ibuprofen (motrin), naproxen sodium (aleve), tramadol hydrochloride (tramadol) for unbelievable pain/pain was back/severe pain; ice,nsaids for moderate swelling/swelling; not reported for other events outcome: recovered for difficulty sleeping, moderate swelling/swelling and stiffness; not recovered for other events seriousness criteria: disability for could not walk without crutches or cane and device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented additional information was received on 09-apr-2018 from the nurse. Events of moderate swelling/swelling, stiffness and difficulty sleeping were added. Medical history and concomitant medication was added. Event of unbelievable pain was updated to unbelievable pain/pain was back/severe pain. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 12-apr-18. Follow up information received does not change previous case assessment. This case concerns a female patient who received synvisc one injection from the recalled lot for right knee arthritis and later had unbelievable pain in her knee, more severe before getting injection and could not walk without crutches or cane. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.